Manufacturer narrative:
(B)(4). Based on new information found during the investigation of the device this incident was reassessed and determined to be reportable. Evaluation summary: post market vigilance (pmv) led an evaluation of three devices opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned device. Instrument one was received partially applied with seven remaining clips. Instrument two was received partially applied with four remaining clips. Visual inspection of the instruments revealed no abnormalities. Functionally, the instruments were fired once in air and proper clip formation was confirmed. The remaining clips were then fired on test media with proper formation. The jaws and handles moved smoothly through their firing cycles and returned to the open position and each remaining clip loaded properly in the jaws. When the cartridges were empty, the interlocks engaged and prevented the jaws from approximating. Instrument three was received partially applied with ten remaining clips. Visual inspection of instrument revealed no abnormalities. Functionally, the instrument was first fired once in air and proper clip formation was confirmed. Seven clips were then fired on test media with proper formation. The jaw and handle moved smoothly through the firing cycle and returned to the open position. When the cartridge was empty, the interlock engaged and prevented the jaw from approximating. Three clips were applied malformed. Based on the evaluation findings, the root cause of the reported condition was attributed to a jaw width which was found to be lower than the manufacturing target. Subsequently, the complaint data did display an increased trend. This condition has been brought to the attention of the appropriate manufacturing personnel to ensure the verification of correct product assembly and inspection. A corrective action has been implemented to prevent this condition from recurring. Should new information become available, the file will be re-opened and reassessed at that time.

Event description:
According to the reporter: no details are available regarding the issue with the devices.